Event description:
It was reported that the patient experienced a replacement of artificial urinary sphincter(aus) balloon due to unspecified reasons. A patient outcome was not reported in relation to this event. Further information has been requested and is not yet available. Should additional information become available a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a replacement of artificial urinary sphincter(aus) balloon due to unspecified reasons. A patient outcome was not reported in relation to this event. Further information has been requested and is not yet available. Should additional information become available a supplemental report will be submitted.

Manufacturer narrative:
Additional information received that the reason was a high pressure balloon because of recurring incontinence. After the revision, the patient is almost dry. There was nothing wrong with the original device but there was some atrophy.